Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications with multiple cartridges. Reportedly, the cartridges were filled with 250 units of insulin. Subsequently, the customer reported that the residual air had not been removed from the cartridge prior to filling the cartridge. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully. The customer's blood glucose level was 118 mg/dl.